Event description:
The customer reported to customer technical support that they had a leak on the modular chemistry side of the synchron lx 20 pro system. The leak fluid was likely chemicals and biological fluids diluted with water. The customer was unable to determine the source of the leak. The leak was collected in the drip tray for the modular chemistry bottles. Liquid flowed from the drip tray to the floor below the back of the instrument. Cts instructed the customer to wear ppe consisting of gloves, eye protection, and lab coat to avoid exposure. The customer stated no exposure or injury to personnel was reported. Customer technical support documented that no erroneous results had been generated on the initial report from the customer. However, field service engineer (fse) noted during the service call that erroneous glucm (modular glucose) results had been released and then rerun on another analyzer. Patient treatment was not impacted associated with this event. On the day of the event, a field service engineer (fse) was dispatched and found that the mc probe vacuum valve was not working. The fse cleaned the valve and no errors were noted. At this instance the fse noted that "bad" glucm results were generated and then rerun on another analyzer, as stated above. The service activity was verified and met published performance specifications. The root cause of the event is collar wash vacuum valve failure.